Event description:
A chest tube was placed on (B)(6) 2011, for pneumothorax (after lung biopsy on (B)(6) 2011) - procedure performed by ir physician; the heimlich valve was placed on the chest tube; post-procedure scan demonstrates improvement in pneumothorax. The pt developed subcutaneous pain on right chest; to radiology - CT performed and noted large pneumothorax. At time pt seen in radiology, the valve on the tubing was connected backwards - unclear how this occurred. Upon close inspection, there is a clear arrow denoting direction of flow but this info is difficult to see and read; if the tubing and valve came apart, it would be difficult to know that the valve was to be placed in a specific direction; assume this is what happened. Pneumothorax resolved.

Manufacturer narrative:
Event date: unk as not provided by reporter. Expiration - unk as lot is unk. Date user facility became aware: unk as not provided by reporter. (B)(4): product not functioning as intended is not specifically addressed in the IFU. Manufacture date: unk as lot is unk. Reprocessor: unk. No product was received to assist in this investigation. The valve housing states on the appropriate side, "connect chest drain to this end". Additionally, the valve housing has arrows and the word "flow" 180 degrees apart to demonstrate the proper air flow direction. The instructions for use (IFU)'s for sets containing this component also discuss the proper orientation of the valve. The appropriate design control activities have been performed. Despite multiple detection activities, including directional markings on the valve and detailed instructions in the IFU, the customer connected the device backwards. Once it was discovered that the device was not functioning, the valve was reversed and the pt began receiving the appropriate treatment. We will continue to monitor for similar complaints. The appropriate personnel have been notified. Quality engineering risk analysis (qera) was reviewed as a result of this complaint. No further actions are required at this time as the risk is insufficient to warrant corrective action at this time.